Manufacturer narrative:
Due to character limitation in e1, full event site name: I(B)(6) hospital. Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the hospital engineer found the safety disk and drive valve group data of cs100 intra-aortic balloon pump (iabp) were abnormal and needed to be replaced.there was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) checked the safety disk and drive valve group test data were abnormal. The safety disk (0997-00-0985-15) and drive valve group (0104-00-0018) were replaced. All iabp tests passed and worked normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a